Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room after a syncopal episode. Boston scientific technical services (ts) reviewed device data and noted that there was one event with anti-tachycardia pacing (atp) and one shock. The atp accelerated the patient&#38112;rhythm into a higher zone of detection and the shock converted the rhythm. The device remains in service. No additional adverse patient effects were reported.